Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 6.0mm x 100mm x 50cm athletis was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b: pro code (product code): dqy.